Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There was no scroll bar moving with no input noted. Analysis was unable to perform no delivery test due to any button response. The pump had a scratched lcd window display and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 125 mg/dl. The customer noted scratches on the display and having a hard time with the act button. The customer states the scroll bar is moving on its own. There is no button error alarm and some of the buttons are responding intermittently. The customer stated the pump was exposed to moisture and has been dropped. The customer state the insulin pump had cosmetic damage. The customer state they were in a vehicular accident in 2009, but the pump damaged was not caused by it. The accident was not diabetes related. The customer states they do not recall the blood glucose level, but did go to the hospital to get checked out. The customer states the damage to the pump is cracks on the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.